Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint; the unit performed according to our specifications. The manufacturing records for this serial number were reviewed and nothing notable was observed. The user facility has not returned the disposable set for investigation, nor has a lot number been provided. A chart is provided on page 10 of the operator's manual to help the user choose an appropriate cannula size for the desired flow rate and infusate. The cannula size used in this case was not reported. We will continue to reach out to the user facility to obtain more details about the case and the disposable set. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "customer called about an event 2 weeks ago in the sicu. She was unsure what error message was on the screen during a mass transfusion. She said she thought it kept saying temperature too low, but she was not sure. She also could not get the flow rate over 20ml/min. She was using a large quinton catheter. It did start off well and then they started getting alarms 5 minutes into transfusion." The biomed was unable to duplicate the issue but requested to send the unit back for analysis.